Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One unopened sample that pertains to product code jb840 was received for analysis. This product code is mutistrands and contains eight strands per packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the sample were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance additional h3 investigational summary: the product was returned to ethicon for evaluation. One detached needle was received for analysis. The visual assessment of the needle noted that the swage and attachment area was observed as expected. The barrel hole of the needle was examined under magnification, and a suture remnant was not found. However, the suture was not returned for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number was reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product received for analysis was jb840. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The needle breakage was observed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested and the following was obtained: * are there plans to bring back the patient to continue searching for the needle piece?¿no because they confirm there was no needle fracture remain in the body intraoperatively * was infection and organ injury observed or only the risk?¿no actual infection or organ injury, they just concerned the risk. * what is the patient's most current status?¿no problem * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep)

Event description:
It was reported that a patient underwent a caesarean section on (B)(6) 2025 and suture was used. The needle breakage occurred during suture of the 1st layer of the myometrium. An interrupting suture was performed, and the surgeon detached the suture from the needle because it was a control release needle. The needle was returned to the scrub nurse, but the scrub nurse noticed that the needle tip was missing because it did not pierce into the sponge. Therefore, after performing the hemostatic operation, a portable x-ray was taken at the abdomen and pelvis area once with open the abdomen before closing, but it was confirmed that there was no foreign object obviously, so the abdomen was closed. One more x-ray was taken after the surgery, but nothing obviously was found, so the possibility of remaining is not ruled out. Afterwards, the surgeon gave informed consent to the patient and family, and they were convinced of the patient's current situation. The patient is female, has no particular past medical history or allergies, and her condition is stable thereafter. The physician in charge and the hospital's medical safety department recognized that there was a risk of infection and organ injury, including intestinal perforation. The opinion of the physician in charge about the cause of this event is that the needle tip was most likely grasped when it was exposed from the tissue. And also, the missing part adhered to the inside of the needle holder and may have exited from the body as it was. It was a control release needle. Another product was used to complete the case. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * are there plans to bring back the patient to continue searching for the needle piece? * was infection and organ injury observed or only the risk? * what is the patient's most current status?